Event description:
During a balloon inflation to deploy a coronary stent in the right coronary artery, the gauge on the basix inflation syringe did not indicate the pressure and remained at zero. The physician decided to deflate the balloon and the deflation was "very slow" per the hospital. The physician then used another basix inflation device and completed the procedure without complications. Attention was brought to the question of why the physician continued to inflate the balloon mounted stent if the device indicated no pressure. The physician stated that he is confident with merit product and he did not check on the first inflation to determine if the syringe "worked". He is familiar with use of the product and knows if he turns the handle of the device 5 or 6 times, it inflates the balloon to the extent that he wants. There was no reported harm or injury to the patient as a result of this incident.